Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced a stroke. Nevro attempted to obtain a medical assessment regarding the nature of the symptom but was unsuccessful. There have been no reports of further complications regarding this event.